Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch delica lancing device has a damage lancet holder. The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient had been using the subject lancing device for 8 months before the lancing device was damaged. Reportedly, the lancing device issue began on (B)(6) 2014 at 6 am. The patient indicated that she could not test her blood glucose reading for two days and subsequently develop the symptom of ¿sweaty.¿ the patient manages her diabetes with self adjusting insulin based on the lfs meter readings. The patient felt that she been able to know what her blood glucose was, she may have been able to manage her diabetes better and possibly prevented the alleged symptom. There was no report of any required hcp treatment at the time of concern. The damage lancet holder was not resolved with training. There was no product misuse. The patient was using the correct lancet. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the lancing device issue began. The lfs product was replaced and requested back for investigation.